Event description:
Initially on (B)(6) 2011, the home patient (hp) contacted baxter technical service for unrelated technical assistance during peritoneal dialysis therapy on the homechoice machine. During the conversation the hp stated she has peritonitis. On (B)(4) 2011 product surveillance contacted the facility and spoke with the peritoneal dialysis (pd) nurse regarding the report of peritonitis. The pd nurse confirmed the case of peritonitis coincident with dianeal pd2 ambuflex therapy (dose frequency and lot not reported). The pd nurse stated it was a result of touch contamination and that it was not related to a baxter product. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (dose, frequency and lot number not reported) ip (intraperitoneally) for pd. On an unreported date, the patient experienced touch contamination. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized and there was no exit site infection associated with the peritonitis. On an unreported date in 2011, remedial therapy began with unspecified antibiotics. On an unreported date in 2011, the patient was retrained on proper aseptic technique and the event of touch contamination was considered resolved. At the time of this report, the pdn reported the peritonitis is resolving and dianeal therapy is ongoing. The nurse stated that the event of peritonitis was unrelated to dianeal therapy and was caused by touch contamination. An opinion of causality was not reported for the event of touch contamination.

Manufacturer narrative:
(B)(4). The complaint is a result of use error and is therefore confirmed. The assignable root cause is breach of aseptic technique. A batch review was performed for potentially associated lot numbers gd887695, gd886804 and gd886028. No defects or deviations were found during the batch review that could be associated with the reported problem. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.